Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a lesion in the lad. Predilatation was performed with residual stenosis less than 40%. An implant (3.0 x 18 mm) was advanced into the lesion with no issue; however, the guiding catheter (non-abbott) suddenly slipped back into the left main due to lack of backup and subsequently the implant also moved back into the guiding catheter. The implant was withdrawn from the patient and it was noticed that almost all of the struts looked flared. A new implant was successfully placed. No adverse patient effects or clinically significant delay. A balance middleweight (bmw) universal guide wire was returned frozen inside the delivery system. Per follow-up with the site, it was thought that perhaps the guide wire had become frozen inside the device during advancement through the rotating hemostatic valve. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. There was no known issue reported with the guide wire; however it was noted that the implant may have become stuck on the guide wire during use. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified. Additionally, the cine was reviewed by an abbott vascular clinical specialist who concluded that there was successful pre-dilatation and placement of a metallic stent in the proximal left anterior descending lesion. The cine contained no images of insertion or positioning of the implant.